Event description:
A surgeon report an unexpected outcome following an intraocular lens (iol) implant procedure. He plans to exchange the iol for the same lens model with a different power. Add'l info was received from the nurse, who reported that the initial 25.0 d iol was replaced with a 21.5 d. According to the nurse, in the surgeon's opinion there was no problem with the lens and no calculation error. The initial lens power was elected based on the pt's requested to be corrected for a specific distance and as a result she was not happy with the unclear distance vision. The surgeon replaced the lens with a different power in order to achieve a different targeted distance. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).